Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. Rebooting the unit resolved the issue, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed pressure control ventilation was not available. The unit was still able to ventilate in volume mode. The unit was restarted and then the unit operated as designed. There was no report of patient injury.